Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that waveone gold reciprocating file primary 25mm broke during use. Broken part not retrieved. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Investigation completed. Customer returned 2x files broken at 9 mm from the handle and 2x sealed files. Checked under microscope and found no manufacturing marks or defects. Sealed files were measured using opt (B)(4) (calibration date (B)(6) 2024) and passed all attributes checked (wire size, d3, and d9), see attached inspection form. Returned sealed product meets specifications. Engineering department reviewed the broken files and concluded: there was no evidence of material defects and breakage is likely due to operator technique (overstress). Root cause of breakage is unknown. Nothing unusual to report, a quality hold was found during DHR review but referenced quantity issue. A query indicates no additional complaints have been received for this lot number.